Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Results: (insufficient information; cause is unknown); failure to follow instructions (using a broken/modified device). Conclusions: (insufficient information; cause is unknown); failure to follow instructions (using a broken/modified device).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the device could not be flushed when it was being prepped. The physician tried to pass a standard guidewire through the delivery system without success. The tip was found to be plugged. The physician decided to cut the first part of the tip and use the device anyway. The physician commented that it was the device needed for the patient and cutting just a little part of the tip would not result in harm to the patient. The procedure was successful. No additional clinical sequelae were reported and the patient is fine.

Event description:
The device was returned, and an analysis was performed. The complaint was confirmed; there was an obstruction in the tapered tip lumen that prevented wire passage. Testing found that the material was likely hydrophilic coating; the sample matched hydrophilic coating (dry) by 97%. The root cause of the event is likely manufacturing related.